Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via email to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 68 mg/dl and blood glucose was over 300mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Customer was advised to monitor pump and to follow up if any further questions.